Event description:
It was reported that during collection with bd vacutainer® precisionglide¿ multiple sample needle blood splatter occurred. There was no user impact and no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: dear, we are using your 'multiple sample blood collection needle' with reference: 360213. I received the comment from several employees that when taking blood from a sedimentation tube (type vacuette esr tube with butyl rubber cap), there are problems of hygiene and leakage. Blood splashes everywhere during collection and when sending it to the lab (soiled bags and tubes post). Have these problems been reported to you yet? Are there other needles available that have this problem less? Probably the sealing rubber of the needle on the collection container side plays a problem. Thanks for your advice.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 bd vacutainer tubes with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.